Event description:
Surgeon reported three cases of toxic anterior segment syndrome (tass). Two of these cases were from one surgery center that operated on 15 pts in (2006). The third case was with the pt who underwent a lens repositioning procedure in the surgeon's office. This report for the pt who had surgery in the surgeon's office and filed as MFR report number 3002037047-2006-00016. The other MFR reported numbers are: MDR # 3002037047-2006-00014, MDR # 3002037047-2006-00015. It was reported that they are reviewing all possible causes of tass at these facilities including autoclave records and cleaning processes. Follow-up with the surgeon in 05/06 revealed that the surgeon believes these 3 cases may be associated with the viscoeleastic. Additional info including status of pt has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.